Event description:
It was reported that the doctor was unable to secure the right ventricular lead to the myocardium. The lead dislodged twice and the physician felt it was due to high pulmonary artery pressure in the patient. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.